Event description:
The user facility reported that the monitor connected to their vividimage 4k surgical display has no video and "artifacts" displaying on the screen. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and thevividimage 4k surgical display was returned to steris. Upon evaluation, the reported event could not be duplicated. The user facility was provided with a replacement surgical display. No additional issues have been reported.